Event description:
It was reported that the clik x anchor was prominent in the back. The patient underwent a procedure where the clik x anchor was repositioned and buried deeper so it was less prominent. Post operatively, the patient was doing well.